Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: defect: two syringes in the same blister and open blister it has been received one blister of 1ml ls (B)(4) lot 1704002p. On visual inspection of the sample received it can be observed a complete syringe plus half syringe inside the blister. The half syringe is a syringe broken at the 0.6ml mark of the scale (the end part of the syringe barrel and plunger are missing). It can be observed the blister is open in one of the extremes where the broken syringe was located. DHR of lot 1704002p has been reviewed not finding any annotation or deviation regarding the alleged defect. This incident has been caused due to a failure in syringes charger of this line. A syringe can be wrongly located in the blister and can fall inside one blister close to it, resulting two syringes sealed in the same blister. This second syringe falls partially outside the cavity of the film, resulting caught and broken by the half for the sealing dye and causing open blister at this point. In the packing machine there is a detector for product outside the film cavity. Since no incidence was detected in the DHR review, we cannot determined the root cause of this defect. A definitive root cause cannot be determined, however the incident is reported to area manager (B)(4).

Event description:
It was reported that there were two pieces in the same package of a bd plastipak¿ sterile luer slip 1ml syringe and the package was open before use. No injury or medical intervention.